Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 909864010, model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 913109002, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to urethral erosion caused by multiple catherization during a cardiac event. The device was removed during a previous surgery and a new aus system was implanted. There were no further patient adverse effects. No more information is available, further information will be provided if relevant information becomes available.